Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the left ventricular lead would not pace in all ten configurations. A chest x-ray confirmed lead dislodgement. The lead was explanted and replaced.